Manufacturer narrative:
Summary: a review of the DHR revealed no discrepancies in mfg. Reasonable eval was limited due to the circumstances that the device was not available for investigation. As the device is not available for investigation the exact appearance of the damage is still unk but we learned from previous complaints that the pegs of the toothing of the targeting arm can break by non intended use. The file will be closed in accordance to internal procedure and could be reopened in case further info will become available.

Event description:
The customer reported through our sales rep, one of the hooks for the mask of the item is broken. No adverse consequences reported for the pt.